Event description:
This lv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on 04/12/2018 stating that impedance spikes on lv lead. Thresholds and sensing are stable. Spring contact possibly also lv lead, that pattern has been going for a while and programmed lv tip so not using spring contact in header. The representative asked the patient about possible electromagnetic interference sources and only mention about a transcutaneous electrical nerve stimulation one time briefly in december or january and impedance good at that time. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).